Event description:
Report received from the USA stating that after power up the device "caused the drill to run by itself". It was unk to the reporter whether or not the device was used during surgery. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).